Manufacturer narrative:
The 5dcd was received with the handle seam slightly open. The end effector was noted to be broken. Additionally, the rotation knob was noted to be broken. As each device is usually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.

Event description:
It was reported that during a lavh procedure, there was an abnormal sound and the tip of device broke. Unknown if the broken piece remains in the pt. Another device was used to complete the case.